Manufacturer narrative:
Although the investigation is still in progress, testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m129184 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m129184 show that the complaint rate is (B)(4) for false negative and (B)(4) for false positive. A supplemental report will be submitted after full investigation is complete.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported a negative result from a direct nasopharyngeal sample using a swab not from the kit on ID now covid-19 assay ((B)(6) 2020). Repeat testing of a direct kitted throat swab with the ID now covid-19 assay generated positive results. Confirmation testing was not conducted according to the customer. The customer reported that the patient was asymptomatic. The customer confirmed no death or serious injury occurred and there was no impact or delay in treatment based on the ID now covid-19 result. No additional patient information, including treatment and outcome, was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.